Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.8, lab: 3.55. Patient's target therapeutic range is 2.0-3.0.